Event description:
Philips received a complaint by the customer on the v60 indicating that an error code (e/c 1124) for a battery failure had occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that an error code for a battery failure had occurred. The customer requested onsite service. This investigation is ongoing.